Event description:
The customer reported that the unit is not functional. Changing the battery did not change the status of the unit. A call to the customer identifies that the status indicator displayed "do not use". No patient involvement.

Manufacturer narrative:
The device has been returned, but additional time is required to complete the investigation. A supplemental will be submitted upon completion of the investigation.